Manufacturer narrative:
There was no deviation recorded in the device history record for the affected lot. Review of the returned samples confirm that the failure was due to resistor r1 being burned out. This, in turn, was found to be due to voltage regulator failure. The defective product was manufactured in 2014. The exact date of shipment to the final customer and date when the customer had put the product to use was speculated to be 6 months but cannot be confirmed. From the investigation, the result is consistent with the symptom of extended usage, resulting in the voltage regulator failure. This in turn, resulted in the overheating. At this time no additional action will be taken but we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The complaint information has been forwarded to the supplier for investigation. Investigation results are pending at this time as the sample has not yet been received by the supplier. A followup report will be submitted once the investigation has been completed by the supplier.

Event description:
The surgical clipper charger base was overheating, was warm to the touch. No injury.